Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Synthes veterinary reports: the drill guide and locking screw would not work in the plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the screw hole in one location (thumb hole) exhibit post production damage to the hole of the returned plate. The damage in the screw hole is consistent with cross threading of a mating part consistent with normal field usage. The measurements cannot be measured due to damage with the screw hole. Since all relevant features cannot be measured accurately. It is concluded that this complaint is indeterminate. Device is a veterinary product. Device is similar to a device marketed for human use.